Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave readings of 36 degrees celsius during operation. However, based on the observation of the patient by an experienced profession and patient having increased heart rate, patient¿s temperature was measured again in the ear and gave 38 degree celsius which showed deviation of 2 degrees celsius downwards compare to the device. The patient was sick with covid, an ECMO was running and about 14 days ago the patient died as a result of covid and there was no relation to the device.